Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implanted port allegedly had a damaged/defective dilator tip. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned and the investigation is confirmed for the alleged damaged dilator tip. A definite root cause for the reported event could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implanted port allegedly had a damaged/defective dilator tip. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and the investigation is underway. The trending device code (1260 - fracture) has been added. The device is labeled for single use. H10: g4 h11: b5, d1, h2, h6 (device code - 1260 - fracture, method, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. A sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0603880 implanted port allegedly had a defective dilator. A new kit was used. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.